Manufacturer narrative:
The sample is currently in transit to the manufacturing site for investigation.

Event description:
The company received a report where it was claimed that a obstruction was discovered on the inner cannula of the device during patient use. The patient experienced difficulty breathing. The inner cannula was changed and the patient returned to normal breathing.